Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the patient had a 5cm stricture within the distal common bile duct. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent failed to deploy from the delivery system and the blue outer sheath separated from the metal handle. The procedure was completed with another wallstent biliary covered endoprosthesis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Based on the device analysis, which indicate that the outer sheath was broken/separated, this is now considered a reportable event.

Manufacturer narrative:
Reported event of stent catheter broken. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was broken at 140mm distal to the t-bar connector. A tactile examination of the shaft of the device noted that it was slightly flattened along its length. The inner shaft was severely kinked. There was no issue noted with the movement of the t-bar connector along the stainless steel shaft. The outer sheath was pulled proximally and the distal tip pulled distally to deploy the stent. An examination of the deployed stent found no anomalies with its profile. There were no issues noted with the stent cup or holder. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed no similar complaints for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Following a detailed device analysis, it was determined that the condition of the returned device was consistent with the complaint incident. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.